Manufacturer narrative:
As per MFR's instructions for use the following wording is noted: "dbx paste and putty is packaged in a glass syringe and must be extruded into a sterile basin, not directly into the operative site. The syringe is not an applicator. Care should be taken to apply gentle, even force to the plunger when extruding dbx from the syringe. Extreme force applied to the plunger may cause the glass syringe to break." The product insert clearly states that care should be taken when extruding the dbx.

Event description:
One syringe broke, injuring the doctor, after very little pressure was applied to the plunger. The doctor was working over the patient.